Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a complex supraventricular tachycardia (svt) ablation procedure which was difficult to diagnose as either an atrioventricular nodal reentrant tachycardia (avnrt), atrial flutter, or an atrial ectopic tachycardia (aet). The procedure was done with a thermocool smart touch sf bi-directional navigation catheter and suffered an unspecified injury that led to death. No bwi product malfunctions occurred throughout the procedure. Intracardiac echocardiography (ice) was used during the case. The patient was given heparin for a possible left sided ablation though the transseptal was not performed in lieu of a retrograde approach by the physician. Ablations were performed but there was no evidence for any harm to patient during the case. Despite ablations, the arrhythmia could not be eliminated. Physician decided to bring the patient back at a later date to try with cryothermal ablation. After the procedure had been completed, no pericardial effusion was present; however, an unknown injury to the patient was noticed. It is unknown how the injury was discovered or confirmed. The medical intervention provided was unknown. The patient was reported to have died in the ¿holding area¿ sometime after the procedure. Physician¿s causality opinion was not provided. There is no clear etiology for the patient¿s decline in the holding area.